Event description:
Ous MDR - five weeks post implant, the r-wave dropped from 10 to 2 mv. Please note the insulation was deliberately damaged during explant in the area of the venous access. A small incision was made to hold a wire clamped in the incision of the lead body. The wire and lead were then advanced into the vein, the wire was released into the vein and the lead removed. That wire was then used to place an 8f introducer to implant new lead via the old access, without using a needle and without risk of damaging existing chronic lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found as mentioned in the complaint description. Blood penetrated the lead in these areas. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the low r-waves. The values of the parameters measured during the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.